Event description:
It was reported that, the plaintiff was implanted with the ams monarc "on or about (B)(6) 2008" for the treatment of "vaginal vault prolapse, stress urinary incontinence, pelvic organ prolapse, cystocele and/or rectocele." Plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia", as well as "experiencing significant mental and physical pain and suffering." Plaintiff's attorney also alleges that the plaintiff was "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused and will continue to cause her severe mental and physical pain and suffering disability, impairment, loss of enjoyment of life, inability to engage in chose and necessary activities" along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.